Manufacturer narrative:
The device has been received. The product analysis has not yet been completed.

Event description:
It was reported that the m4 handpiece got hot and was making strange noises. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: (B)(6) 2017. The one-minute pre-repair temperature test results are as follows: a 96 degrees f at the gear, 104 degrees f at the motor, and 107 degrees f at the bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates that the motor is defective and calcified. The housing is damaged. The bearings, shaft output, and gear are worn. The front, inner collet is stuck in the front collet cover. The necessary parts were replaced. The device was cleaned and successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.